Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a fixed prime. The customer's blood glucose was 489 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing but was received stuck in a motor error alarm loop during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was not possible to perform occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads.